Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver bupivacaine 30mg/ml at 4.798 mg/day. It was reported that a pump pocket revision occurred. The patient reported pain at her pump pocket location. She reported, at the last refill, the physician also had a difficult time interrogating her pump. The patient denied any weight loss, trauma to the pocket site and also denied touching the pump. The patient underwent a pocket revision where the pump was "flipped' and was orientated correctly and anchored down once again. At the time of this report, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.